Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component: according to the device history record review, the lot was manufactured according to specifications. Poor assembly process: the activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, according to the visual inspection (scratch marks, tears, etc) it is evident that the unit must have been used for an extended period of time during surgery. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. After performing the visual inspection on the returned unit, scratch wear marks and tearing of the insulation was observed. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit's evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. Therefore, based on the information provided, the device history record review and non-conformance review related to the reported lot number, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported and returned unit's evaluation; the most probable root cause identified in this case is user related as the marks observed on the unit, the slit on the insulation parallel to the electrode, are indicative of friction or scrapping of the probe against a hard object or device during surgery (e.g. Cutter or shaver, tweezers, obturator, hard tissue or bone), possibly when inserting or removing the probe into an obstructed passageway can be identified as a possible contributor for the reported insulation damaged. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was heat shrink damage.

Event description:
It was reported that there was heat shrink damage.